Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, noise due to electromagnetic interference (emi), high impedance, and loss of sensing were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.